Event description:
The customer reported via the tm, that when the camera head was attached, the monitor displayed a no signal output message. They further reported that when the camera was attached to a second console, the same message was displayed. The customer stated that because they could not get the equipment to work, they had to abandon the planned laparoscopic procedure and fully open up the patient. They further reported that this led to the canceling of other laparoscopic procedures scheduled for that day and the following day.